Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not reported. The customer reported that the screen is difficult to read, insulin pump was grinding during rewind and insulin was squirting during prime. The customer also reported issues with the buttons and motor errors. Troubleshooting was not provided. The insulin pump will not be returned for analysis.